Event description:
The system 5 sagittal saw was sent to the manufacturer for donation and it was noted that the blade mount is chipped. No adverse event was associated with the device.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.